Event description:
It was reported that an ilet touchscreen cracked, the cause was not recalled, and the screen became unusable, preventing navigation; the device had been synced and was reported to no longer be watertight and required replacement. Investigation included customer service troubleshooting and coordination of replacement and return logistics. Further investigation of this case revealed damage to the display assembly with loss of usability. Symptoms included no injury and no blood glucose impact. Outcomes included interruption of normal device use and a switch to backup therapy, with continued cgm use possible via the dexcom app or receiver. It was concluded that the device sustained physical damage and would be replaced, and that data would not transfer to the replacement, requiring a standard startup process.